Event description:
Spouse of home patient (hp) contacted baxter's technical service center (tsc) for assistance during apd therapy. Hp had received a "check heater line" alarm in fill one of therapy. At time of call, the spouse reported to the technician spouse had previously disconnected all of the solution bags while the hp was in treatment and reconnected new solution bags and received the same alarm. The tsc advised the hp of a possible air contamination and advised spouse to discontinue current therapy and contact the hp's rn. Follow up with the hp's rn indicated no patient injury or medical intervention.